Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient faced tape not stickng due to sweating while playing basketball event on (B)(6) 2026. No further information available.